Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited two inappropriate auto mode switch episodes. The noise could not be reproduced.; no other electrical anomalies were noted. The patient would continue to be monitored via routine follow up.